Event description:
It was reported that the tibial bearing insert series ps/1 (ps type) was implanted with ppfk knee component in 1999. On (B)(6) 2013, the insert was replaced with the series tibial bearing insert (cs type, cat# 3052-0508, lot# 29388801) because ps type insert was not prepared for the op.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown no.x tibial bearing insert series ps/1. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.